Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 489 mg/dl at the time of the event. The time on the insulin pump was incorrect. The customer stated that he will call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.